Manufacturer narrative:
Reporting institution name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device needs to replace paddles. There was no patient involvement.